Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 ventilator indicating that the device is giving high pressure alarm. It is unknown if the unit was in patient use at the time of the reported issue. There was no report of patient or user harm. The biomedical engineer (bme) evaluated the device and was able recreate the problem. Device showed pressure error 1007. Attempt to recalibrate the pressure and o2 sensor did not fix the issue. After further extensive investigation, it was found that one of the pins on the pressure sensor board was not fully seated and therefore not making full contact with the other boards. The bme took the components apart and reassembled them. The bme turned the device on and reattempted pressure and o2 recalibration, which was successful. The bme then functionality tested the device. After turning on and running the device for several minutes, the bme declared the device fixed. The device was put back into service.